Event description:
It was reported that the lead exhibited capture thresh- olds of 3.0 v in the unipolar configuration. Also noted, was no sensing at 0.5 mv in the bipolar configuration. Lead impedance was 400 ohms.

Manufacturer narrative:
No medwatch form was received.